Event description:
It was reported that during a distal pancreatectomy procedure, the device's tissue pad split, but did not fall into the pt. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.